Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed that the implantable cardioverter defibrillator delivered an alert for charge time out. No interventions were made, as the patient is on hospice care. The patient was stable.